Event description:
A physician reported a patient who was double skin tested on 9/5/97 and on 9/19/97 with negative results. The patient was injected into the nasolabial furrows and upper lip on 10/21/97. On 11/9/97 the patient developed an inflammatory reaction at the nasolabial furrows and test site. The upper lip was asymptomatic. The physician considered the symptoms product related and prescribed oral with cetirizine, which was not effective.